Event description:
Report was received which stated that on one occasion a patient developed arterial emboli requiring surgery. A clearlink luer valve was part of the apparatus connected to the indwelling radial arterial catheter. Additional information is pending.